Event description:
The customer called for help with his system. He performed a control test during the call and received a result of 275 mg/dl. The normal control range was 99-137 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.